Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloade. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a file corruption error message. This error causes the system to lock up or not boot. There is no report of injury or death associated with this event.